Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a memory error for a ram (random access m emory) integrated circuit. Analysis of the device revealed normal battery depletion. Performance data collected from the device was received and analyzed. There was an alert for electrical reset, and there was a power on reset (por) for write to locked ram. The write to locked ram por occurred on (B)(6) 2013.

Event description:
It was reported that on a remote transmission it was noted that the device experienced a power on reset (por). The device was explanted and replaced due to normal elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The returned device indicated a memory error for a ram (random access memory) integrated circuit. A write to locked ram por occurred on (B)(6) 2013. Concomitant products 5076 implantable pacing lead 2003-(B)(6). (B)(4)